Event description:
Medtronic received information that during use of this cardioblate bp2 ablation device, a small black stopper that prevents the full 360 rotation of the jaws became dislodged during manipulation of the device. The broken piece was retrieved and discarded. There was no reported consequence to the patient.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed blood stains in both jaws. Saline was present throughout the irrigation line which indicates flows were achieved. It was observed that the black stopper that keeps the jaws from rotating completely around was broken off. It appears that the jaws were over rotated, causing the stop to break off. The unit was attached to a 68000 generator using the one-wire bypass startup. Saline flow was detected, from both jaws when attached to a 300 mm/hg saline pressure cuff. Several ablations attempts were performed using gauze, showing the device to be fully functional. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The analysis findings indicate that excessive pressure was exerted, causing the stopper breakage.